Manufacturer narrative:
The customer reported a patient fell out of the progressa bed and staff indicated the bed exit alarm was set. It was unknown if the patient rolled out of the bed or if the patient attempted to get up on their own. The patient sustained a fracture (location of fracture not reported) due to the fall. No further information was provided. The following additional information was obtained from the charge nurse in the intensive care unit (ICU) where the fall occurred. The patient in this event was an 88-year-old female who had previously fallen at the facility she resides at and was hospitalized for a left hip fracture and open reduction and internal fixation procedure. While in the ICU, the patient was confused and getting up on her own. On the evening of (B)(6) 2022, the patient got out of bed on her own and fell. A CT scan showed a new acute left femoral intertrochanter fracture. It was decided the fracture would not be surgically repaired and no intervention had been performed. The patient was still hospitalized while placement for the patient was being determined. The charge nurse stated she thinks either the bed exit alarm was not set, or staff did not reset the bed exit after it last alarmed. No additional information was provided. The progressa bed is intended to provide a patient support to be used in health care environments. The progressa bed may be used in a variety of settings including, but not limited to, acute care, including critical care, step down/progressive care, medical/surgical, high acuity sub-acute care, post anesthesia care unit (pacu), and sections of the emergency department (ed). The progressa bed is capable of being used with a broad patient population as determined appropriate by the caregiver or institution. The progressa bed offers three bed exit alarm modes for the caregiver to choose from; however, only one bed exit mode can be active at a time. Bed exit status (on, off) is displayed on the graphical caregiver interface (gci). The gci also displays if the bed exit alarm has been silenced with visual prompts for the caregiver to resume, suspend, or turn the bed exit alarm off. A device inspection was performed by the hillrom service technician. The technician checked the siderail latch, brakes, nurse call connectivity, and scale accuracy, and all functioned as designed. Additionally, the three bed exit modes were tested, and all bed exit modes functioned as intended. No device malfunction was identified. The bed functioned as designed per functional, visual, and audible testing. Per the customer, the bed exit alarm was either not set, or staff did not reset the bed exit after it last alarmed. It is likely a use error caused or contributed to the patient fall and subsequent new hip fracture. A hip fracture can result in permanent impairment of a body function or permanent damage to a body structure, and it is therefore considered a serious injury. Based on this information, no further action is required.

Event description:
The customer reported a patient fell out of the progressa bed and staff indicated the bed exit alarm was set. It was unknown if the patient rolled out of the bed or if the patient attempted to get up on their own. The patient sustained a fracture (location of fracture not reported) due to the fall. This report was filed in our complaint handling system as complaint # (B)(4).